Event description:
It was learned from implant patient registry and investigation that a model 11500a 25mm aortic valve implanted one (1) year, was explanted due to infective endocarditis with partial dehiscence, and paravalvular leak (pvl). The explanted device was replaced with a 11060a 27mm valve. Per medical records, the patient presented with increasing fatigue and shortness of breath. Cardiac workup revealed aortic root abscess, dehiscence of the aortic valve, and pvl in the setting of acute chf. She has been diagnosed with infective endocarditis of the prosthetic aortic valve. The patient underwent her 5x redo avr utilizing a 27mm 11060a konect resilia valved conduit (avc) and ascending aortic replacement. Postoperatively, the patient was transferred to the cardiothoracic surgery ICU in stable condition. She was discharged from the hospital on pod# 21.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information have been unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a model 11500a 25mm aortic valve was explanted and replaced with a 11060a 27mm valve after an implant duration of 1 year, 19 days due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.